Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's luer lock connection became disconnected. Reportedly, the customer reconnected the luer lock connection and had no further issues. There was no reported impact to the customer's blood glucose (bg) level as the customer did not test their bg level.